Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance coming from the power cables was confirmed during the analysis. Visual inspection of the returned system controller serial number (B)(6) revealed a damaged outer insulation on the white power cable with a green substance coming out from the cable. The system controller was disassembled to inspect the internal components. There was a green substance where the power cables were attached to the controller and over the pcb boards. The green substance is the result of fluid ingress in the cables, it becomes a green color due to the resulting oxidation with the cadmium/copper shield. Laboratory testing and the data retrieved from the system controller determined the fluid ingress did not affect the system controller¿s ability to operate the system. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 (hm3) patient handbook under section 2 ¿how your heart pump works¿ and hm3 instructions for use under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a green sticky liquid running out of the power cables of the controller. The controller was exchanged. No additional information was provided.